Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient had their superion interspinous spacer device was explanted due to the patient experiencing pain while walking. The pain is attributed to the superion implant.